Manufacturer narrative:
The envision disposable set was discarded by the site; however, the site was able to provide the lot number. Bayer product analysis examined retained samples for this lot number and confirmed the presence of white particulates. Examination of retained samples for this lot number confirmed the presence of the white particulates on the syringe barrels and within the styrene trays as well as abrasions to the tyvek covers. Product analysis determined that, during shipping/handling, movement of the syringes against the tyvek covers caused adhesive material to flake off of the cover and settle within the disposable container. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The customer reported the following: after opening the envision CT disposable kit and upon inspection, they noticed the presence of fine white particles around the syringe as well as the quick fill tube (qft). The customer elected not to use the syringe kit. No injury or adverse event was reported.